Event description:
Catheter placed in 2002. In 2003 a leak was noticed from a hole in the external part of the catheter. It was repaired accurately to the procedure stated. Post repair the blue external part measured 3 cm. The catheter was fixed with steristrips and a semipermeable adhesive dressing was applied. During the night the pt noticed that the connector was loose under the dressing and the catheter was gone. An x-ray showed the catheter was situated with the proximal end in svc and the distal end in the right atrium.